Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed low reservoir alert when the reservoir was full. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Unit functioned properly. No motor error alarms noted during testing and the motor was tested outside the device and passed. No unexpected clicking noise or noisy motor noted during our testing. The units left on the status screen matched with units left on water fill test reservoir. No unexpected low reservoir alarms noted during our testing. The insulin pump passed the displacement accuracy test. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.